Event description:
A customer contacted baxter (B)(4) regarding a misassembled minicap. The customer reported that the sponge was out of the cap. There was no patient involvement, patient injury or medical intervention indicated.

Manufacturer narrative:
(B)(4). This complaint for a misassembled minicap was not confirmed and the root cause could not be determined because the sample was not returned to baxter, therefore no evaluation could be performed.

Manufacturer narrative:
(B)(4). The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. A follow-up report will be filed if additional information is received.